Event description:
Customer reported a past event of high blood glucose, but the exact level was not specified, only indicated as "high." Customer changed the infusion set and cartridge to resolve the issue, and no third-party assistance was required. Technical support recommended consulting a healthcare provider to discuss factors affecting blood glucose levels, which the customer acknowledged.